Event description:
The customer reported that there was a wrong association between sample ID and patient ID for two patients on an advia 2120i hematology system: 1) sample ID: (B)(6); patient ID: (B)(6). 2) sample ID: (B)(6); patient ID: (B)(6). In both cases the advia 2120i hematology system read patient ID (B)(6) (without the last numbers 4 and 1). For this reason, on the advia 2120i software, there was the same patient name for both the sample ids. The incorrect results were not reported out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to this event.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc). The atellica data manager log files are being reviewed. Siemens is investigating the issue.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2024-00063 on 08-apr-2024. Additional information (02-may-2024): the advia 2120i hematology system reads patient ids up to 14 digits, but in this case the patient ids were found to be 15 digits in length (B)(6). Since the system can only read 14 characters, the last character was omitted. The investigation findings and investigation conclusions codes in section in h6 were updated based on the additional information. The system is performing according to specifications. No further evaluation of this device is required.